Event description:
It was reported that the pump could not be paired with the programmer due to communication issues during a routine inventory check on stock items. There was no patient involvement as the issue occurred at the distributor's site. The device will be returned for investigation.

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. (B)(4).